Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: after surgery, it was found the inflective clear plastic part was bald. The shaft had burr. There was no bleeding reported, nothing fell into the patient cavity, there was no tissue damage, nor was the operating time extended more than 30 minutes.